Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for premature ventricular contractions (pvcs) with a thermocool® smart touch¿ electrophysiology catheter and suffered a vascular dissection requiring no medical or surgical intervention. During the procedure, the trunk of the aorta was dissected. There were no interventions. Remainder of procedure was aborted. It has not been confirmed if the injury was caused by the catheter. There were no issues or errors reported on any bwi products or equipment during the procedure. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information was received on 6/19/2018 indicating that a death occurred and is related to this event. Manufacturer ref no: (B)(4).